Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that there was foreign material found in the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found foreign material. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus confirmed that the event is detectable/preventable by handling the product in accordance with the following IFU: gif-xz1200 IFU operation manual ¿chapter 3 preparation and inspection _3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿. The legal manufacturer could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.